Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), the inner and outer insulation had cosmetic metal ion oxidation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed.

Event description:
The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that both the atrial and right ventricular leads were broken and had been replaced. No patient complications have been reported as a result of this event.